Event description:
The biomedical engineer (be) reported that during bench testing of the external pulse generator (epg), the atrial side was not sensing correctly. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Lcd (liquid crystal display) is out of specification (bleeding). Upper and lower cases and side bail covers are broken.